Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer alleged the doctor had the needle situated in the patient before noticing that the outer cannula of the temno elite was not sliding over the inner to capture the sample. No patient injury.